Event description:
The facility reported a colleague infusion pump with a failure code of 570.320.654.0000. This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up in the central sterile department. According to the hospital representative, there was no patient involvement, injury or medical intervention reported related to the device. No additional information is available. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition. However, during previous services the main batteries were replaced.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code of 570.320.654.0000 was confirmed during product evaluation. The root cause of this condition was assigned to depleted batteries. The main batteries and battery harness were replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.